Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge change error issue was verified. Based on the analysis, the alleged occlusion and low blood glucose issues were verified in the pump logs; however, no failure was identified.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, it was reported that an occlusion alarm occurred. Customer reverted to an alternate form of insulin therapy. Lastly, customer experienced a blood glucose (bg) level of 53 mg/dl, cause was unknown. Customer drank juice and ate a banana to address bg.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.